Event description:
Caller reported a malfunction on the pump, identified as malfunction code 9, which did not cause an adverse impact on customer¿s blood glucose level. Customer reset the pump with assistance from technical support, who provided pump reset information, and planned to restart continuous glucose monitor (cgm) and load a new cartridge independently. Malfunction did not recur after resetting the pump, and customer was advised to continue using it while contacting support if further issues arise.